Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. Bench testing revealed a software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista experienced a warning that the unit need to shutdown while on patient use. The patient was transferred to another device with no patient harm noted.